Event description:
The surgeon reported he attempted to use a micl13.2-10.50 diopter implantable collamer lens. Lens tore when advancing through the cartridge. There was no pt contact. A backup lens, same model and size lens was implanted. The surgeon stated the cartridge he used was more narrower than he is used to using. No lot number was provided and cartridge was discarded.

Manufacturer narrative:
(B)(4).: the product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found piece of plate haptic is tore off and missing. Lens was returned in liquid. Eva; conclusions: (no conclusion can be drawn): based on the complaint history work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval. (B)(4).